Manufacturer narrative:
The complaint of autoreducing was not confirmed. Analysis of the returned ipg found no physical anomalies, it passed all functional testing on the ate, and it communicated with all lab utilities.

Event description:
Related manufacturing number 1627487-2021-13844. It was reported that during a lead replacement procedure on (B)(6) 2021 (1627487-2021-13844) that the physician went to use the same ipg on a new lead and high impedance were still showing. The physician replaced the ipg with a new ipg and the impedances cleared.